Event description:
We received a MDR, MDR number (B)(4) on (B)(4), 2011 because a nurse was cleaning emg equipment after an emg study and the stimulator cord was caught while she was pulling it out of the unit and one of the emg needles poked her in the right thumb.